Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Reportedly, the recipient underwent re-positioning surgery following an infection in early 2017. In situ measurements taken after the re-activation following this repositioning surgery have shown an increasing number of affected electrode channels. However, it cannot be determined whether the re-positioning surgery or the surgical technique of fixating the active electrode at implantation surgery contributed to the suspected minute device mobility. A decision regarding explantation surgery has not been made available yet.

Event description:
The recipient's outcome with the device has been progressively deteriorating. The recipient underwent re-positioning surgery following infection in early 2017.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient's outcome with the device has been progressively deteriorating. The recipient underwent re-positioning surgery following infection in early 2017. The user is not scheduled for further medical intervention until further expert testing is conducted. The patient will be seen in (B)(6) 2018.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. Additionally, recurrent infections at the implant site were reported and the skin has never healed well since the initial implantation. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient's outcome with the device has been progressively deteriorating. The recipient underwent re-positioning surgery following infection in early 2017. As of 28.jul.21 the field was informed that the user now also has an ongoing infection in addition to the poor performance with the device. The clinic also reports that the infection and the skin has never healed well since the initial implantation. The user was explanted on the (B)(6) 2021, the user was not re-implanted with a new device.